Event description:
It was reported that the patient implanted with this right ventricular (rv), right atrial (ra) lead and pacemaker developed a hematoma 1 month post implant. Surgical intervention was undertaken. The device and leads were explanted and the hematoma was successfully drained and the procedure was completed without a new system being implanted. No additional adverse patient effects were reported.